Event description:
The customer reported "low oxygen (o2) supply pressure" and "oxygen not available" alarms. They replaced the units to evaluation. The customer reported the alarms were not duplicated and asked if the unit can be used continuously. The device was in clinical use, but there was no patient harm. The unit was swapped out for alternate one.

Manufacturer narrative:
G5:510(k)#: k102985. B4:05aug2021. The service engineer (se) could not confirm the reported failure. The occurrence of "low o2 supply pressure" and "oxygen not available" alarms were not observed despite operation checking and a check of the event logs. The issue can't be confirmed. Overall checking, cleaning, run testing, and a function test were performed. No parts were replaced.

Manufacturer narrative:
B4: 09sep2021. The unit was swapped out for alternate one; there was neither delay in therapy nor medical intervention reported.